Event description:
Baby had a plastibell 1.4 circumcision performed on (B) (6) 2010 by dr (B) (6) ob/gyn. Dr (B) (6), attending pediatrician called dr (B) (6) approximately one week after the procedure to let her know that the guardian had brought baby to office because the ring slipped below the glans. Baby went to a hosp ed dept to see urologist for ring removal. (Dr (B) (6) had used these products for years without any issues - we contacted MFR to ask if they had made any product changes - they said no).